Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with phrenic nerve stimulation, the left ventricular lead exhibited loss of capture. The device was reprogrammed and the patient would be scheduled for routine follow up.